Event description:
Pt reported back to back tests performed on the surestep meter were 79, 59, 82 and 81 mg/dl (31% difference). Control solution test result (128) was in range (97-145). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.